Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: pump booted to the verify screen with dim pink contrast. Unrelated to the display issue, the pump¿s black box history indicated a time and date reset within 3 minutes of powering off. The time and date were accurately set at the start of the investigation. The pump performed the rewind, load, and prime steps with no alarms. The pump was exercised for a 24 hours period on a 1 unit per hour basal rate. The battery was removed for 6 hours and reinserted, the pump time and date did reset to the default settings. Pump was opened to investigate and the component bt1 was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).